Manufacturer narrative:
.

Event description:
According to the reporter: surgeon utilizing the 5mm endo grasper in lap nissen procedure. Surgeon noticed weakening in the bend of the grasper. The grasper was removed from patient and surgical field. There was no report of surgical time extension and no further report of complication.